Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4) : the full lead was returned and analyzed with no anomalies found. The inner tubing was kinked/buckled, there was blood in/on the helix mechanism, and the lead was damaged at implant.

Event description:
It was reported that during an implant attempt, the right ventricular lead was too short for the patient anatomy. The lead was not used, rather another lead was implanted. No patient complications have been reported as a result of this event.